Event description:
The customer reported their careevent phone did not give an audible tone for a patient event that occurred on (B)(6) 2021 at 15:50 pm. The patient expired. The patient death was reported in a separate record.

Event description:
The customer reported their careevent phone did not give an audible tone for a patient event that occurred on (B)(6) 2021 at 15:50 pm.